Event description:
It was reported that the patient suffered from an otitis media which has healed. Since then, the hearing performance with her cochlear implant has strongly deteriorated. Testing carried out on (B)(6) 2011 shows 7 electrode channels hi. On applying tragal pressure, only 5 electrode channels show in status hi, and her hearing performance is slightly improving. Testing carried out on (B)(6) 2011 shows five electrode channels in status hi. On applying tragal pressure, the values improve.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. (B)(4).